Event description:
It was reported that this implantable pacemaker recorded a code 1002 indicative of high battery power usage and entered in storage mode. This occurred previously to being implanted. This device was not implanted and is expected to be returned for analysis. No patient involvement.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device case and header noted no anomalies. Review of the device memory verified that telemetry system faults were recorded. Analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This issue can lead to increased power usage and decreased battery longevity.

Event description:
It was reported that this implantable pacemaker recorded a code 1002 indicative of high battery power usage and entered in storage mode. This occurred previously to being implanted. This device was not implanted and is expected to be returned for analysis. No patient involvement.